Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative replaced the sample probe, the gear pump head, and the vacuum nozzle (which had been incorrectly installed previously). The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable potassium results for 1 patient sample on a cobas 8000 ise 900 module. The initial k result was 8.21 mmol/l, and the repeated result was 5.58 mmol/l. The repeated result was obtained on another module.